Event description:
The facility's technician reported an infusion pump with a 538:00 failure. Although attempts were made by baxter's techinical support to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, pt injury, age of pt, medication involved or the set up of infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.